Manufacturer narrative:
After additional information was received, it was determined that this was a duplicate record. Please refer to the related report for current information.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity, after a software update. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return is expected.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity, after a software update. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return is expected.